Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(6).

Event description:
It was reported that during a hip arthroplasty, the trial liner broke on the back table. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. The instrument was returned and evaluated. Upon visual inspection the instrument has nicks and gouging. No further analysis preformed as the part has been damaged. The instrument is not packaged with a screw nor is a screw used with this type of provisional. The device history records (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.